Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg) - implanted: (B)(6) 2012; 5086mri58 implantable pacing lead - implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned, analyzed, and no anomalies were found.

Event description:
Follow-up was conducted and from the information that was obtained it was further reported that the patient¿s symptoms did not subside after the removal of the system. Therefore, it is unknown if symptoms were related to performance of device, as these symptoms still persist.

Event description:
It was reported that the patient has been complaining of chest discomfort since pacemaker implant. It was noted that the patient had frequent ER (emergency room) visits for nonspecific chest discomfort. It was also noted that an echo and myocardial stress testing were unremarkable and that the chest discomfort was not related to any tachycardias. The physician decided to remove the pacer system to see if patient's symptoms subside. No patient complications have been reported as a result of this event.